Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this lead exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms. The lead was not implanted. Due to hospital protocols for covid, the lead was discarded and will not be returned for analysis.